Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Corrected h6(device). H6 device code 2988 for naturally worn is being retracted since it was reported in error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Us FDA MDR determination: the explanted cup and screws were well-fixed but revised with no reported product problems. It is reasonable to conclude that the reported patient arms are attributed tothe metallosis and dislocation of the metal on metal articulations. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Initial reporter occupation: lawyer.

Event description:
After review of medical records, it was stated that the patient was revised to address recurrent instability and dislocation. Revision notes reported metal tinge fluid, metal staining, necrotic tissues, massive amount of pseudotumor, and there was no residual gluteus medius or minmus tendon attached to the greater trochanter which was completely bare and blackened. Doi: (B)(6) 2004. Dor: (B)(6) 2017; (right hip).